Event description:
It was reported that an external fluid leak was observed from the bypass connector of an ak 96 machine prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, the machine was evaluated on-site by a local engineer. Visual inspection showed the bypass connector (blue) was damaged, causing the leak. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failure of the blue dialyzer connector which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.